Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with an elevated blood glucose (bg) level of 800 mg/dl; cause was not known. Reportedly, customer attempted to self-treat by changing pump supplies and bolus via pump, however; customer went to the urgent care where they were sent to the emergency room. During hospital stay, customer was treated intravenously with fluids of saline and insulin. Reportedly, customer was vomiting and tore their throat. Customer was released from the hospital with issue resolved and no permanent damage. A pump replacement was sent to resolve the issue.